Manufacturer narrative:
Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient expired. The patient fell at home and was hospitalized. It was noted that the patient had a left ventricular assist device and tachy therapy was disabled. At autopsy, it was found that the patient had a subdural hemorrhage. There is no known allegation from a health professional that the death was related to the device. No further information is available.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.